Manufacturer narrative:
(B)(4). Account reported that gave patient balanced saline solution bottles (x 2) to substitute artificial tears for the weekend. The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
The clinic reported that a laser vision correction patient presented with corneal abrasion one day post treatment in both eyes. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained of discomfort and light sensitivity in left eye more than right eye. Account reported that abrasion healed as of(B)(6) 2015. Bcva right eye: pre-op 20/20, sphere -2.00, cylinder -1.00, axis 116. Bcva left eye: pre-op 20/20, sphere -2.00, cylinder -.75, axis 88.